Event description:
Information obtained was that the unit had no power. The power cord was returned and evaluated. It was found the tip of the receptacle was broken off at the interface between the two molded parts on the receptacle. The terminals of the connector were exposed and there was no reported patient harm. Upon investigation it was determined that a separation occurred between the two molded parts on the female connector. It was determined that the female connector that connects the power cord to the unit may crack and could potentially result in live accessible metal parts presenting a hazard for electrical shock. Testing was performed and has indicated that the power cord meets the specifications and the applicable standards for power cords (ul 817 and iec60320-1). The testing demonstrated that this power cord had to have experienced excessive abuse to result in this failure.